Event description:
It was reported the video-optik endoeye 3d had a stain adhering to the lens. This malfunction occurred during the therapeutic endoscopic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d8, h2, h3, h6, h11. Corrected fields: d2a. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of charged coupled device. A definitive root cause of could not be identified. Based on the results of the investigation, it is likely the stain on lens occurred due to component failure of charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.